Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected another injector in the lips with 1 ml of juvéderm® ultra xc. The patient experienced a ¿vascular occlusion event¿ with ¿a lot of pain¿ over the right half of the upper lip the next day and the area ¿turned greyish.¿ the patient was treated with hyaluronidase, aspirin, nitroglycerine paste and 2 sessions of hyperbaric oxygen. The event resolved after 3 weeks minus ¿some persistent erythema¿ at the site of the vascular occlusion.

Manufacturer narrative:
Corrected data: h.6.

Event description:
Treating healthcare professional reported that a patient was injected in the lip with 1ml of ultra xc in her lips by another hcp and experienced a vascular occlusion "event". Patient had reported " a lot of pain over the right half of the upper lip the following day and the area had turned greyish in coloration." Patient was referred to treating hcp. Hcp was treated with hyaluronidase, aspirin, nitroglycerin paste and 2 sessions of hyperbaric oxygen. Treating hcp reported that symptoms seem "to have fully recovered now except for some persistent erythema in the same area where the vascular occlusion occurred."